Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, a kink was observed at the distal end of the lead. The lead was removed and replaced. The patient had no adverse consequences.